Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a follow up visit it was noted that the implantable pulse generator (ipg) had triggered elective replacement indicator (eri) and was suspected unexpected longevity, and exhibited high battery impedance. The ipg was unable to reprogram. The ipg remains in use however there is a planned explant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.